Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Additional observation not reported by site that is related to the primary failure: the instrument was found to have one indentation on the edge of the distal idler pulleys. There were no pieces missing. The grip cable adjacent to this indented pulley showed damage. The grip cable was frayed.

Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suture cut needle driver instrument had cable torn. The procedure was completed with no reported injury.